Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high atrial thresholds, decreased p waves, noise and oversensing. A normal device replacement procedure was later performed. The lead was surgically abandoned and replaced during the procedure and a micro-dislodgement of the lead was noted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.